Manufacturer narrative:
Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user reported that the energy output from the device was low during preparation with an electrosurgical unit wa22367a for plasma electrocision. The user replaced the device to another device and completed the procedure. Then, olympus inspected the device at the service department of olympus (B)(4) limited and found an error (e02), oxidation and deformation of front panel and rust of the power supply. Reportedly, the exterior of the device was slightly deformed. There was no report of patient injury associated with this event.